Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Tongue getting pinched. Space between the head and the insertion point gets larger and larger, which even led to my tongue getting pinched - oral-b power brushheads. Three (3) of the brush heads broke, head becomes loose from the insertion point and becomes unstable, the space between the head and the insertion point gets larger and larger, brush head breaks out. Case description: a female consumer of unspecified age reported via e-mail on 16-jan-2017 that she purchased a 4+1 pack of oral-b flexisoft brushheads and 3 of the brush heads broke after only a short use; one brush head was currently in use and one had still not been used. She described that first the head became loose from the insertion point and became unstable. The space between the head and the insertion point got larger and larger, which even led to her tongue getting pinched. At some point thereafter, the brush head broke out and up until now she had been lucky enough to not swallow the connecting bolts and to be able to spit them out. The consumer described that with the second one, the lower connecting bolt remained in the brush head, but only just barely. The consumer asserted that after the third brush head broke, she became certain that something wasn't right with the heads. She had used an oral-b electric toothbrush for over 15 years and had never had this type of problem. The consumer was willing to send in the last brush head that broke. The case outcome was unknown. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On 8-jan-2017 received consumer's follow-up e-mail: the consumer reported that she purchased the brush heads in 2015 or 2014, but only opened the package within the last year. She stated that up until now she had used the oral-b precision clean brushheads and the oral-b 3d white brushheads "here and there". She explained that she only had the one broken brush head left in addition to the unused brush head; she had disposed of the others after they had broken. The case outcome remained unknown. No further information was provided.